Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The initial findings were confirmed. The instrument was placed on an in-house system where it passed the energy recognition test but failed the energy delivery test. The generator successfully recognized the instrument but the instrument was unable to deliver energy. Continuity test failed on one of the grips. The instrument was disassembled and the break was isolated to the distal end. The conductor wire was lightly tugged, but did not dislodge from the silicone potting. There was conductor wire breakage on distal and proximal part of the wrist assembly. Continuity was confirmed to fail for this section of wire. The break in the wire was isolated to a necked area of the conductor wire insulation. The broken grip cable possibly increased tension on the connected wire. The probable root cause conductor wire breakage at the distal end is attributed to the component's susceptibility to damage. The conductor wire break was the root cause of the failed energy delivery. The probable root cause of grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Annex g codes were updated to reflect additional findings.